Manufacturer narrative:
The report provided claims the end-user had just transferred into the wheelchair seating from their bed and immediately connected the wheelchair's positioning belt. The end-user claims that before they could tighten the positioning belt, they reportedly slid off the cushion to the side of the seating. The end-user explained that due to their physical disability, they were unable to pull themselves upright and they were left hanging off the side of the seating with the positioning belt across their abdomen for approximately 10 hours. The end-user was admitted to the hospital with reports of ligature tearing in the abdominal region and severe knee abrasions. The end-user maintains the wheelchair itself did not malfunction or cause the slip and fall, but instead alleges that the cushion was slippery. Review of device history indicates the wheelchair was shipped without a seat cushion. The end-user confirmed that their dme dealer supplied them with a cushion manufactured by a third-party company. Based on the end-user's testimony, it is permobil's contention the most probable cause for this event was inadvertent user error in losing their balance while improperly secured via the installed positioning belt. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report from end-user stating that they experienced an incident after transferring into the wheelchair seating and securing the positioning belt. After clipping the belt but before tightening it up fully, the end-user reportedly slipped off the cushion to the side of the seating. Because the end-user did not have the physical ability to get back into the chair or unclip the positioning belt, they was reportedly suspended by the positioning belt for an extended period. This allegedly resulted in injuries requiring medical intervention.